Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary interventions (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the day after removal, thrombus was surgically removed for thrombus obstruction in the lower extremities. The thrombotic obstruction occurred on the impella inserted side. No further information was provided.